Event description:
It was reported that a patient presented with loss of capture on the right ventricular lead. The physician alleged this was due to lead fracture. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of failure to capture and lead fracture were not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.